Event description:
During an unknown procedure the surgeon used a t-punch to create a path. Four 2.8 ti implants were used. The second one was the only implant that broke. The other three went in just fine. Sales rep. Stated that the surgeon utilized the ao-two finger technique, normal delviery. They got 3/4 of the way in and the anchor broke at the eyelet sales rep. Stated that the anchor was left embedded in the pt's bone. A delay of fifteen minutes took place.